Event description:
It was reported that the patient fell on the ground on (B)(6) 2014, but right after the trauma no hearing performance deficiency was indicated. The patient is wearing a hearing aid on the contralateral ear.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.